Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the recoverable fault. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, a recoverable fault indicated that universal surgical manipulator (usm) did not complete homing. Technical support engineer (tse) troubleshooting first advised reviewing arm 2 rotation, after which the caller pushed on the clutch and was able to move the arm, but the recovery attempt still returned the same error. The caller then noted that patient clearance did not work and that arm elbow movement was not working when another recovery was attempted. The caller also indicated they were planning to move the case or swap the patient cart because all four arms were needed. The procedure was converted to another dv system.